Event description:
It was reported that the customer did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue independently earlier in the day by changing the infusion set and cartridge, and successfully resumed insulin use without further complications.